Event description:
It was reported that after a da vinci assisted surgical procedure, the left master tool manipulator (mtm) on the console was not moving smoothly, with two surgeons having noted the issue. It was confirmed that no errors were present on the system. The technical support engineer recommended performing a hard power cycle before the next case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse found the left master tool manipulator (mtm) gimbal, to have no rigidity to the ginger grips. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Failure analysis replicated and confirmed the reported complaint. A visual inspection was performed and no external damage was found. Due to the damaged grip spring, the unit was not placed on an in house system at that time. The issue with the finger grips was confirmed. Phone notes indicated that no errors were triggered with the unit. The grip spring was observed to be deformed and out of place, which confirmed the lack of tension in the finger grips. The failure was caused by a faulty grip spring. The deformed and displaced spring resulted in insufficient tension, preventing the finger grips from functioning properly. The unit will be transferred to engineering for further investigation.